Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic unspecified procedure, the camera head presented with an image distortion, while the device was in use inside the patient, who was under sedation. The procedure was completed with an olympus backup device. No patient harm was reported.